Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use (eifu), ¿do not attempt to move the filtration element after deployment and prior to the start of retrieval.¿ based on the reported information, the reported filter migration appears to be due to inadvertent retraction of the barewire during the procedure causing the filter to move down the carotid artery. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat the carotid artery. The first emboshield nav6 embolic protection system (eps) was advanced to the lesion and deployed. During the procedure the tech accidentally pulled on the barewire, moving the filter down the carotid artery. The filter was recaptured and removed and a new emboshield nav6 eps filter was deployed. At the end of the procedure it was found that the retrieval catheter had been discarded so a non-abbott catheter was used to capture the filter and remove it from the anatomy. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.